Manufacturer narrative:
H.6. Investigation: investigation summary: customer returned photos of a shelf carton of 4mm, 32g pen needles from lot # 9022892. Customer states that the needles clog or just don't work. The photos were examined and only the shelf carton was shown in the photos. It is difficult to determine if there is a clog or other defect in the pen needles solely from the photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if there is a clog or other defect in the pen needles solely from the attached photos complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 320122, batch no: 9022892. It was reported that during use of the bd ultra fine¿ pen needle the customer encountered needles clog or just not working. The following information was provided by the initial reporter: my friend has diabetes and uses bd's nano ultra-fine pen needles product. I noticed a bd box at his place and asked him about the product. He said he was very dissatisfied with the product, the problem is the needles clog or just don't work. It is a high percentage, anywhere from 7 to 10 needles per box of 100. This morning I got an email from him with more bad news. He said "4 of 6 needles that I put into my pen were duds/blocked. This happens to frequently."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed

Event description:
Material no: 320122 batch no: 9022892 it was reported that during use of the bd ultra fine¿ pen needle the customer encountered needles clog or just not working. The following information was provided by the initial reporter: my friend has diabetes and uses bd's nano ultra-fine pen needles product. I noticed a bd box at his place and asked him about the product. He said he was very dissatisfied with the product, the problem is the needles clog or just don't work. It is a high percentage, anywhere from 7 to 10 needles per box of 100. This morning I got an email from him with more bad news. He said "4 of 6 needles that I put into my pen were duds/blocked. This happens to frequently."